Event description:
Nobel biocare USA has received a report of two implant osseofailures: part# and lot# unknown. The implants returned for this report are not nobel biocare implants and, per 21 cfr 803.22, it is required that the loss be reported to the FDA nobel biocare was unable to determine the manufacturer of these implants. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).